Manufacturer narrative:
This supplemental report is being submitted to additional information. Olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from olympus service operation repair center, the subject device had the dent and the kinked camera cable. Consequently there was the possibility that this phenomenon was attributed to the inappropriate handling by the user or deterioration over time of subject device.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that the scope mount of the subject device removed from the endoscope. Other detailed information was not provided. There was no report of patient injury associated with the event.